Manufacturer narrative:
Three photographs were submitted and reviewed along with this product malfunction report. Picture one shows a tracheal tube with the blue line and inflation balloon detached. Pictures two and three show a close-up of the tracheal tube, showing from where the blue line was detached. Per the submitted pictures the reported failure mode was confirmed. A retrospective review of the twelve months period (feb 2022 to feb 2023) was made for complaints related to this issue and no additional complaints were identified for the failure mode leaking. No lot number was provided therefore no device history record (DHR) review could be completed. No product sample was received; therefore, visual and functional testing could not be performed. The root cause for the issue could not be identified. If the product is returned, the manufacturer will reopen this complaint for further investigation. No corrective actions were performed since the root cause cannot be determined from the picture provided. Monitoring will continue for this failure condition in this product for future escalation.

Event description:
It was reported that the patient laid flat for turn, one nurse watching ett, one nurse watching ventilator tubing, all tubing including intel-cuff free from tension during movement and when bed laid flat. During the turning of the patient an audible cuff leak and ventilator alarming cuff leak was detected. It was attempted to attach a cuff manometer to manually measure the cuff pressure; it was then noted the pilot balloon was no longer attached to et tube. Emergency help summoned. Patient saturating at 95%, end-tidal carbon dioxide (etco2) was 4.5, so the patient remained attached to ventilator while awaiting anesthetist as still ventilating. After review by consultant, a decision was made to re-intubate. Patient was safely re intubated.